Manufacturer narrative:
Other, other text: b3: unknown; no information has been provided to date. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the top case was chipped, the bottom case was cracked, there was damage to the left plunger case and the tamper seals were broken. Review of the event history log showed an occurrence of a "force sensor test error" message. Functional testing found that the device exhibited a "force sensor test error" at start-up. The force sensor cable was torn away from the pressure block and was determined to be the cause of the issue. Case damage was confirmed at visual inspection and was attributed to impact from the device being dropped. The damaged top and bottom cases along with the force sensor were replaced to correct the issues. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the pump exhibited an unspecified error message. It was also reported that the case was cracked. It is unknown if there was patient involvement, no adverse patient effects were reported.